Manufacturer narrative:
Smith medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.method (other) - a sample device was returned and is currently in transit to the investigation site.

Event description:
A report was received stating that the listed tracheostomy tube was found to be deflating at the cuff after 13 hours in situ. An emergent exchange of the tracheostomy tube was required. No incident related medical sequela was reported.